Event description:
IBC from (b)(6) with (b)(6) in (b)(6). (b)(6) has been admitted to (b)(6) for bacteremia. They presume it is from Hickman line. The family doesn't want to change the line butthey are still assessing what should be done. RPH secure emailed PN formula to (b)(6). Portal Name=Optum Atlas.